Event description:
A customer reported the black and gray connectors on the pneumatic module of a retinal system broke during a procedure. The system was exchanged to complete surgery after a 30 minute delay. The pt experienced a soft eye. There was no pt harm reported. Additional information has been requested but none has been received.

Manufacturer narrative:
The company representative stated: "it does happen every now and then that the connectors break. I always put some spare connectors in the back of the drawer just in case they break. This was the customer is able to replace them themself. Personally, never heard of any problems with the connectors." The company representative found that the connectors do not break structurally and this has only happened two times in the past year. The company representative will discuss the case with the customer to address this issue. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).